Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. The reporter stated that the top of the display screen had a blue line running through it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the pump booted to the verify screen with blue line through display. Pump cover was removed and the oled screen was removed and replaced with a new test screen, display screen returned to normal with test screen.